Event description:
Mobi-c p&f us : disassembled during insertion from information provided, the top plate on the implant disengaged from the bottom. Implant was removed and properly assembled. Once again, the implant fell apart when being implanted. No delay on surgery. No impact on patient reported. Additional information received on (B)(6) 2019 : product is still with the reporter and can be sent back to the manufacturer. No sales order can be provided : it was created for this case. The sales order only had the implants that actually remained in the patient. Disassembly occurred during insertion into patient the depth stop was confirmed at zero prior to implantation the surgical technique were followed at the mobi-c loading on inserter : a very experienced scrub tech loaded the implant properly the disc space was under distraction the surgeon didn't encounter resistance while inserting prosthesis the prosthesis couldn't have been inserted with an angle : the surgeon used fluoro to insure proper alignment. The reporter was positioned at the head of the bead to confirm alignment as well. No difference in surgical steps between the first and the second implant was noticed the reporter doesn't have x-rays but can try to get them from the hospital the surgeon didn't use the mobi-c no touch level the surgeon used the mobi-c distraction forceps investigation still on going.

Manufacturer narrative:
This medwatch is submitted to send the follow-up report. (B)(4). Additional information received on april 8th 2019 : product is still with the reporter and can be sent back to the manufacturer. No sales order can be provided : it was created for this case. The sales order only had the implants that actually remained in the patient. Disassembly occurred during insertion into patient the depth stop was confirmed at zero prior to implantation the surgical technique were followed at the mobi-c loading on inserter : a very experienced scrub tech loaded the implant properly the disc space was under distraction the surgeon didn't encounter resistance while inserting prosthesis the prosthesis couldn't have been inserted with an angle : the surgeon used fluoro to insure proper alignment. The reporter was positioned at the head of the bead to confirm alignment as well. No difference in surgical steps between the first and the second implant was noticed the reporter doesn't have x-rays but can try to get them from the hospital the surgeon didn't use the mobi-c no touch level the surgeon used the mobi-c distraction forceps investigation still on going. Conclusion not yet available.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Without a product return, no product evaluation is able to be conducted. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records, the review of the case and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is probably related to an incorrect loading: user error. As stated in surgical technique: "take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant". However, with available inputs this hypothesis could not been validated. Root cause: unknown with hypothesis of user error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
Mobi-c p&f us : disassembled during insertion. From information provided, the top plate on the implant disengaged from the bottom. Implant was removed and properly assembled. Once again, the implant fell apart when being implanted. No delay on surgery. No impact on patient reported. Additional information received on april 8th 2019 : product is still with the reporter and can be sent back to the manufacturer. No sales order can be provided : it was created for this case. The sales order only had the implants that actually remained in the patient. Disassembly occurred during insertion into patient. The depth stop was confirmed at zero prior to implantation. The surgical technique were followed at the mobi-c loading on inserter : a very experienced scrub tech loaded the implant properly. The disc space was under distraction. The surgeon didn't encounter resistance while inserting prosthesis. The prosthesis couldn't have been inserted with an angle : the surgeon used fluoro to insure proper alignment. The reporter was positioned at the head of the bead to confirm alignment as well. No difference in surgical steps between the first and the second implant was noticed the reporter doesn't have x-rays but can try to get them from the hospital the surgeon didn't use the mobi-c no touch level. The surgeon used the mobi-c distraction forceps. Several attempts were performed in order to determined to product location, no response were received.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still on going. Conclusion not yet available. Device evaluated by MFR: device not returned yet.

Event description:
Mobi-c p&f us: disassembled during insertion. From information provided, the top plate on the implant disengaged from the bottom. Implant was removed and properly assembled. Once again, the implant fell apart when being implanted. No delay on surgery. No impact on patient reported. Investigation still on going.